Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During testing the pump displayed a system error 105 caused by severed motor mount screws. The motor and screws have been replaced.

Event description:
During testing the spectrum pump displayed a system error 105. There was no pt involvement. No additional info is available.